Manufacturer narrative:
Concomitant medical devices : product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016 , product type: catheter . Applies to the pump, applies to the catheter.

Event description:
Information was received from a consumer (con) regarding a patient receiving hydromorphone and unknown baclofen via an implantable infusion pump for intractable spasticity. It was reported that the patient went their healthcare professional (hcp) a couple weeks ago to start the pump back up again because he was having a little problem with it. They had been trying to get it situated to a point where it worked for the patient. The patient had baclofen and a narcotic (hydromorphone) medication in the pump at the time. The hcp told the patient that it formed a granuloma at the end of the catheter which was very close to the spinal cord in (B)(6) 2017. This made the hcp very nervous. The hcp was either going to pull the pump put but they decided to flush it out with saline and let it go for a couple weeks. The hcp started the pump back up which may have been too much for the patient's body because he got very sick for a couple days two weeks ago. The patient was throwing up. The hcp was trying to re-adjust the pump to come up with a better solution. A MRI was done to diagnosis the granul oma. For treatment, they tried flushing it out with saline. No further complications were expected or anticipated.